Event description:
It was reported that the patient was experiencing pain from the device position even after the device was repositioned with the pocket submuscular. The device was explanted and replaced with a smaller device in a more medial and submuscular pocket. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.